Manufacturer narrative:
The device was received with operating currents within specifications. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power loss and low battery alarms. Power graph analysis confirmed power loss, replace battery, low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. The device was monitored. Battery was removed form pump and monitored for 10 minutes. The device powered up properly after insertion of the battery and no pump error 23 alarms were noted. Unit was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The device displayed the programmed value properly on the display graph. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error 23 alarm. Customer reported that insulin pump turned off during the night due to battery and as a result, the transmitter and meter were not communicating with insulin pump. Customer's blood glucose was 513 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.